Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): k121629. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on the (B)(6) 2018, we did an ivc filter insertion where the filter did not deploy, the 4 longer legs did not open up and would not sit into place when in the ivc. As this was not safe, the doctor retrieved it and inserted a new filter this time with no problems. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation based on imaging and event description. No product returned and without the actual complaint device, it would be inappropriate to speculate at what may or may not have prevented the filter from expanding. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.